Event description:
Patient reported obtaining a blood glucose result of 453 mg/dl, while using the suspect device. Patient indicated that, based on this result, she took an additional oral diabetic pill and tested blood glucose every 30 minutes. Patient stated that subsequent blood glucose values were ranged from the high 200 mg/dl range to low 300 mg/dl. Based on elevated results and concurrent headache, patient reportedly sought treatment at the hospital (6 hours after initial result of 453 mg/dl). Patient indicated that she was given a CT scan. Patient noted that her blood glucose was tested in the facility's lab with a result of 72 mg/dl. An unspecified time later, patient reportedly retested using the suspect device, with a result of - 200 mg/dl. Patient was reportedly treated with intravenous fluids (contents not provided). Patient did not indicate whether she was admitted to the hospital or duration of treatment. Patient's current condition: "feeling fine; healthy as a horse." At the time of the event, patient had been storing test strips outside of the original vial (in a plastic bag). No test strips were returned to the manufacturer for evaluation.